Event description:
It was reported that the patient had the artificial urinary sphincter cuff removed as the patient remained incontinent.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of incontinence was not confirmed via product analysis. Although no malfunction was reported, there was a leak in the cuff shell due to wear at a fold that may have contributed to the incontinence. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff removed as the patient remained incontinent.